Event description:
The facility's pharmacy clinical education coordinator reported to baxter a clearlink extension set with 0.22 micron filter that had filter discoloration. Only the filter was reported to have turned brown, and the tubing and fluid going into and out of the filter were both clear. The filter is a "cafe au lait" color. The drug being used was total parenteal nutrition (tpn). The customer wondered if oxidation could be responsible. This occurred during infusion. There was an adult patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.